Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: matschke, s., wentzensen, a., ring, d., marent-huber, m., audige, l., jupiter, j.b. Comparison of angle stable plate fixation approaches for distal radius fractures. International journal of the care of injured 42 (2011) 385-392. The aim of the study was to compare radiological and functional outcomes between volar and dorsal surgical fixation of distal radius fractures using low-profile, fixed-angle implants. A total of 305 distal radius fracture patients, aged between 21 and 80 years, were treated with synthes locking compression plate 2.4 ¿or 3.5 mm fixation using either a volar (n=266) or dorsal (n=39) approach. They were followed-up at 6 months, 1 and 2 years. There were 17 major complications, 10 of which required a revision. Most of the complications were described as soft tissue/wound problems and included eight cases of tendinitis due to irritation directly caused by the plate; explant was performed for five patients. List of reported complications include: infection, pain, healing problems, carpal tunnel syndrome, tendon rupture, loss of reduction, screw loosening, plate/screw pull out and one report of death. There is no specific information regarding the death. Various other soft-tissue problems were noted in another eight patients and included extension deficit of the distal interphalangeal joint (digits ii-v), thumb dysesthesia, paraesthesia of the hand that resolved with movement and massage, a ganglion cyst, arthrofibrosis and radial avulsion of the triangular fibrocartilage complex, an ulnar nerve (dorsal branch) irritation due to a kirschner wire, blocked flexion due to the lcp constricting the flexor carpi radialis requiring explant, a palmar median nerve lesion with thumb dysesthesia requiring explant. 55 patients showed new signs of arthritis via radiograph that were not seen at baseline. This article summarizes postoperative findings from other published articles. This is report 1 of 3 for complaint (B)(4).